Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported inflation issue, hole, and fluid leak was confirmed through analysis. Technical analysis: the pump and cylinders was returned for analysis to our post market quality assurance laboratory. Visual examination of the pump identified that the kink resistant tubing (krt) had wear as a result of fatigue that resulted in a hole which led to fluid loss. The remaining of the pump was functionally tested and performed within all testing parameters. Visual inspection of the cylinders identified both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a small leak resulting from a hole in the cylinder body, that commonly occurs during the explant procedure. Cylinder 1 was not functionally tested as a result of the fluid leak. Cylinder 2 performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the tubing connecting the cylinder to the pump was broken. There was fluid loss and the cylinders would not inflate. The ipp was explanted and replaced with a new ipp. The patient is expected to fully recover.